Manufacturer narrative:
Pc-(B)(4). Date sent: 7/2/2024 d4: batch # 641c37 additional information was requested, and the following was obtained: confirm if the device was fired without pressing the trigger ¿ I have no information. Is the current state of the patient known? I have no information. Were there any consequences or changes in the patient¿s postoperative care as a result of the event? I have no information. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 641c37, and no non-conformances were identified.

Event description:
It was reported that initially, 3 green reloads were used without any inconvenience and when using the fourth reload and after waiting the respective time with the tissue clamped, the reload was fired, but the stapler was blocked and neither firing nor opening the mandible was possible, the surgeon had to force it to open it and extract it from the cavity; it was checked outside the cavity and the stapler made a sound as if it were firing the reload every time it was closed, for this reason it was necessary to request a new one to continue the procedure. No patient consequences reported. No further information is available.